Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation; however, it has not yet been received.

Event description:
A event involved a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch was reported that the blue y-site closest to the hub was cracked and back flowed blood. There were a patient involvement and no harm.